Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed device exhibited premature battery depletion (pbd) and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed device exhibited premature battery depletion (pbd) and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted due to code 1003, and right ventricular (rv) lead with high out of range shock impedance greater than 150 ohms. The rv lead was surgically capped/abandoned (i.e., it remains implanted but is no longer in service). A new device and rv lead were implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.